Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display had grayed out. The display would also show purple and blue lines across the screen and become very bright. The patient's blood glucose during the morning of the incident was 3.7 mmol/l. During troubleshooting, the caller stated that the insulin pump was neither bumped nor dropped. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump will not be returned for analysis.